Manufacturer narrative:
A philips field service engineer (fse) went onsite to evaluate the device. The (fse) could not duplicate the customer's alleged malfunction and was unable to confirm the symptoms the customer pointed out. As a precautionary measure, the (fse) replaced the speaker and advised the customer to call back if the symptoms reoccurred. Subsequently the fse followed up with the customer who confirmed the device is working properly.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Section e reporting institution phone #(B)(6).

Event description:
The customer reported a device in the nicu intermittently displays a speaker malfunction message and there is no audible sound. The device was not in use on a patient at the time of event, there was no patient involvement. The field service engineer went to the customer's site and tested the device. The fse was unable to confirm the customer's allegation. As a precaution the speaker was replaced. The fse confirmed the device was operational after speaker replacement.